Manufacturer narrative:
Additional information: one investigation was completed during the reporting period. No product deficiency was identified.

Event description:
This report summarizes 1 malfunction event. The event was related to suction loss during laser firing. There were no patient injuries reported associated to the event.

Manufacturer narrative:
PMA/510k: this report is being filed on an international product; laser correction system, model catalys-c, that has a similar product, catalys-u which is distributed in the united states under 510(k) # k113479. One (1) investigation was completed during the period. No product deficiency was identified. A review of the records related to the device that included labeling, manuals, trending, and risk documentation reviews was performed. A review of the device history record (DHR) showed that the system and its components met all specifications prior to being released. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.